Event description:
It was reported that the spring wire guide (swg) was placed in position. However, when feeding the catheter over it, the catheter became "stuck." As a result, a new one was used.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.